Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During therapy on (B) (6) 2008, a home patient drained 3068ml during the initial drain following a last fill volume of 2000ml. The home patient's nurse declined to provide further information regarding this event.

Manufacturer narrative:
(B) (4). Add'l 510(k) number: k923065. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of all the device log data, it was determined that the probable cause of the overfill was insufficient drain/false empty detect and last manual drain not used.